Event description:
Customer reported with an issue of image is not stable (still image). The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found a-rubber (bending section insertion part) has fallen off (detachment of part joint area).

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, service repair noted the following defects: a malfunction of sw4 (switch 4) observed. Liquid leakage observed in the lg (light guide) bundle due to handling. Light guide bundle noted broken. Watertightness is not maintained due to curved rubber (bending insertion part) falling off (detachment/looseness of joint parts) due to external factors. In addition, the following findings during device inspection were noted: watertightness is not maintained due to holes in the forceps channel due to external factors. The insertion part serpentine is crushed due to an external factor. The return angle of the curved part is insufficient. The channel cleaning brush cannot be smoothly inserted into the forceps channel there are scratches on the operation part, switches, grip, universal cord, video cable, angle lever, video connector, light guide connector, video connector case, up/down angle fixing lever due to external factors. Corrosion due to water leakage observed in the operation part. Angle malfunction is recognized. Wrinkles found on the video cable. Malfunction of sw2 (switch 2) noted. Liquid leakage observed in the grip, ud (up/down) plate due to handling. Leakage found on the universal cord. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: operator of device: healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to due to stress, handling, or other factors. The event can be detected/prevented by following the instructions for use which state: "check that there are no abnormalities such as abnormal slack, bulges, scratches, holes, etc. In the covering material of the curved part." Olympus will continue to monitor field performance for this device.